Manufacturer narrative:
This report is submitted on march 07,2023

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the magnet site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was treated with oral antibiotics prior to surgery (specific date and duration not reported) however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023 and was placed on a 10 days course of oral antibiotics (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report